Event description:
In 2002 the end-user called medtronic minimed and stated that it had received too many no delivery alarms, and it removed the set finding bent cannula for the second time in one day. In 2003 maersk medical a/s received the complaint and 2 used cannula parts.